Event description:
It was reported by service report that the brakes were not holding and that the foot end hi/lo motor was stuck at mid-height. No pt involvement or adverse consequences were reported.